Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient received lysis therapy. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent lysis therapy for the suspected thrombus and was reported to be fine after the therapy.

Event description:
It was reported that the patient was also reported to have a high temperature and shortness of breath and was going to be tested for covid-19.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - b5: desc evt problem: corrected to include additional adverse event experienced by the patient - h6 patient codes (ime/annex e), imf (annex f) health impact, eval code conclusion (fdc/annex d): corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported thrombus event could not be confirmed due to insufficient evidence. Review of the controller log files revealed a slight, gradual increase in power consumption and estimated flows starting on 19-apr-2020, leading to parameters above normal operating range, and one (1) high watt alarm logged on 01-may-2020. A decrease in power consumption and estimated flows was then logged starting on 03-may-2020, and one (1) low flow alarm was logged on 05-may-2020. Parameters returned to baseline on (B)(6) 2020. Information received from the site indicated that a device thrombus was suspected, and the patient underwent lysis therapy. The patient also a had high temperature and shortness of breath. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events and the available information, the most likely root cause of the observed high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported thrombus event could not be confirmed due to insufficient evidence. Review of controller log files several slight increases in power consumption and estimated flows leading up to (B)(6) 2020 and one (1) high watt alarm was logged since (B)(6) 2020. Further analysis revealed several intermittent decreases in power consumption and estimated flows leading to parameters below normal operating range within the analyzed period and one (1) low flow alarm has been logged since (B)(6) 2020. Controller log files also revealed the power consumption and estimated flows have returned to normal operating range leading up to (B)(6) 2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the observed high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate vad rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional information has been requested regarding the results of the lab testing and additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information has been requested regarding the results of the lab testing and additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected ventricular assist device (vad) thrombus. The patient underwent lab testing. The vad remains in use. No further patient complications have been reported as a result of this event.